Event description:
It was reported that, pt had pkr put in and was doing fine until she sustained a fall. She ruptured her pcl and has been unstable with pain. The pt's pkr implants were well fixed with no loosening. We replaced with triathlon ps knee. Dr. (B)(6) believes all her pain was due to her fall and rupture of her pcl.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5620-b-301 lot# zlkda description: triathlon pkr baseplate #3 lm/rl. Cat # 5630-g-308 lot# mhph9m description: triathlon pkr insert x3 #3 lm/rl-8mm.